Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a bi-iliacal aneurysmata interventional procedure with two prostyle devices. Reportedly, a cuff miss [suture retrieval issue] occurred with one prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Additionally, the sutures of two prostyle devices were used to close the left common femoral artery access site without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.